Manufacturer narrative:
A stryker service technician evaluated the customer's device and was able to verify the reported issue. The device was intermittently not responding to on button. The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the membrane switch. The customer received a replacement device. The device was destructively tested. The device was archived by stryker

Event description:
A customer contacted stryker to report that the on button of their device would not work. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.